Event description:
Information received indicates that during use, the octopus evolution caused a multi layer abrasion/tear on the surface of the heart resulting in excess bleeding. A pledgeted suture repair was performed to stop the bleeding with no further complications reported.

Manufacturer narrative:
Analysis: analysis of the returned device shows no damage or abnormalities. The device functions as expected. However, we are aware of this issue occurring if the octopus articulating arm is used not only to position the suction pods, but also to position the heart. As a result of this use, increased surface contact between the octopus and the heart tissue may lead to surface abrasion as reported. We do have separate devices that are designed for and should be used for positioning the heart. Conclusion: the operational context contributed to the event. There has been no further patient complication.